Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was explanted from the patient's left eye during a secondary surgical procedure. The specific reason for the explant was not provided. The patient¿s daily activities were not significantly affected. The patient underwent a vitrectomy, but no incision enlargement, sutures, or delay in the procedure occurred. No medications were prescribed, and no additional medical attention were necessary. The patient has fully recovered. Pre-operative vision was 20/50 with correction, and post-operative vision improved to 20/20 with correction. It was confirmed that the instructions for use were followed. No further information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the reason for explant was patient's symptom, the vision affected by lens position which was noted immediately after surgery. It was confirmed that the vitrectomy was performed because of a capsule tear and that was added that according to the surgeon who explanted the lens, it was a possibility pre-op, and then it was deemed necessary during the surgery. The replacement lens model and diopter is unknown. It is unknown if the patient had any pre-exiting issue which contributed to the reported event. No further information was provided. The following fields were updated based on the provided information: section a5: ethnicity: non-hispanic/latino section a6: race: white section h6: health effect - clinical code: 2639 - capsular bag tear. Section h6: health effect - clinical code: 4581 - this code was used for the reported device decentered or dislocated. Corrected data: based on the additional information provided, the following code is no longer applicable: section h6: health effect - clinical code: 1845 - eye injury. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.